Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: evaluation revealed that there are multiple scratches on the lens. Investigators could not power up pump due moisture in the battery compartment. There was moisture in the battery compartment as well as behind the lens. Investigators performed the leak test and found a battery compartment leak and crack. Opened the pump case and observed further evidence of moisture.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.